Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the displacement test due to high motor current draw. All the operating currents tested within specification range. No failed battery test alarms noted. Cracked reservoir tube lip, minor scratches on display window and cracked reservoir tube noted during visual inspection.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 360 mg/dl, which was treated with an insulin pen. During troubleshooting, the customer stated the insulin pump had been dropped a couple of days before. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.